Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 160 mg/dl. Reportedly, the supplies were changed to address the event. The customer reported using novolog insulin for more than 3 days and that when the customer disconnected the luer lock connection, the insulin "turned into a slimey" material. Tandem's technical support educated the customer on insulin/cartridge labeling.